Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker had a remaining longevity of 6.5 years, however at the previous follow-up approximately four months earlier the remaining longevity was 7.5 years. There was a concern the battery was depleting prematurely and data was sent for analysis. Data analysis revealed the battery appeared to be depleting earlier than expected and device replacement was recommended. The patient will be seen again in six weeks and an additional data analysis may be performed at that time. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had a remaining longevity of 6.5 years, however at the previous follow-up approximately four months earlier the remaining longevity was 7.5 years. There was a concern the battery was depleting prematurely and data was sent for analysis. Data analysis revealed the battery appeared to be depleting earlier than expected and device replacement was recommended. The patient will be seen again in six weeks and an additional data analysis may be performed at that time. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.